Event description:
Customer reported that she noticed the piston was not moving and thought is may have been related to the battery or infusion sets. Customer changed the battery and the tubing but the piston still did not move forward. Customer stated that the insulin pump does not have physical damage and the drive support cap is in place. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.